Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5060750) in united states on 12-apr-2016 who had essure (fallopian tube occlusion insert) inserted in 2009. The day after the procedure she had intense back pain radiating to her pelvis. This pain has continued since; she took medications on a regular basis for this pain. Also, since the implantation of essure, she had several migraines; she was taking medication for both of these conditions and had to take several days off. She also reported painful sexual intercourse and lack of sexual libido. The consumer reported the following concomitant medication: baclofen, maxzide, topamax, imitrex, prozac, clonazepam, singulair, niacin, krill oil, b-12 and ibuprofen. The consumer mentioned the event outcome disability/permanent damage but did not specify for one of the events. Follow-up information received on 28-apr-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had intense back pain radiating to her pelvis after essure (fallopian tube occlusion insert) insertion. She was taking medication for this condition and had to take several days off. This event is listed in essure's reference safety information. After essure insertion abdominal, pelvic and back pain may occur. In this particular case, consumer reported years of pain, which started in close association with essure insertion. Considering the positive temporal relationship between pain and essure insertion and based on device safety profile; a contributory role of essure cannot be excluded. This case was considered an incident due to serious injury, since the pain compromised consumer's activities and required chronic use of medication. In addition the non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 09-aug-2016: the required number of follow-up attempts have been completed, with no response to date. Company causality comment this non medically-confirmed, spontaneous case report refers to a female consumer who had intense back pain radiating to her pelvis after essure (fallopian tube occlusion insert) insertion. She was taking medication for this condition and had to take several days off. This event is listed in essure's reference safety information. After essure insertion abdominal, pelvic and back pain may occur. In this particular case, consumer reported years of pain, which started in close association with essure insertion. Considering the positive temporal relationship between pain and essure insertion and based on device safety profile; a contributory role of essure cannot be excluded. This case was considered an incident due to serious injury, since the pain compromised consumer's activities and required chronic use of medication. In addition the non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect follow-up information could not be obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (cdrh, u s food & drug administration, reference number: mw5060750) on 12-apr-2016. The most recent information was received on 01-apr-2019. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("intense back pain radiating to my pelvis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included baclofen, clonazepam, cyanocobalamin, fluoxetine hydrochloride (prozac), hydrochlorothiazide;triamterene (maxzide), ibuprofen, krill oil, montelukast sodium (singulair), nicotinic acid (niacin), sumatriptan (imitrex) and topiramate (topamax). In 2009, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), migraine ("migraines") and loss of libido ("lack of sexual libido"). On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia ("painful sexual intercourse"). At the time of the report, the back pain had not resolved and the migraine, dyspareunia and loss of libido outcome was unknown. The reporter considered back pain, dyspareunia, loss of libido and migraine to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 1-apr-2019: lawyer has been added. Reporters information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (cdrh, u s food & drug administration, reference number: mw5060750) on 12-apr-2016. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('intense back pain radiating to my pelvis') in a 37-year-old female patient who had essure (batch no. 627283) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, insomnia, diverticulitis, anxiety, actinic keratosis, abdominal pain, menses irregular, uterine bleeding, dysmenorrhea and muscle pain. Concomitant products included amitriptyline, baclofen, clonazepam, cyanocobalamin (vitamin b12), eszopiclone (lunesta), ethinylestradiol;norethisterone (necon 10/11), fluoxetine hydrochloride (prozac), hydrochlorothiazide;triamterene (maxzide), ibuprofen, krill oil, lorazepam, mirtazapine, montelukast sodium (singulair), nicotinic acid (niacin), phentermine, sumatriptan (imitrex), temazepam, topiramate (topamax), trazodone and triamterene. In 2009, the patient experienced migraine ("migraines/headache") and loss of libido ("lack of sexual libido"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), pelvic pain ("pelvic pain") and arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced the first episode of dyspareunia ("painful sexual intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingooophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the back pain had not resolved and the pelvic pain, migraine, loss of libido, menorrhagia, vaginal haemorrhage, the last episode of dyspareunia, fatigue, weight increased, alopecia and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, back pain, fatigue, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (cdrh, u s food & drug administration, reference number: mw5060750) on 12-apr-2016. The most recent information was received on 17-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('intense back pain radiating to my pelvis') in a 37-year-old female patient who had essure (batch no. 627283) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, insomnia, diverticulitis, anxiety, actinic keratosis, abdominal pain, menses irregular, uterine bleeding, dysmenorrhea and muscle pain. Concomitant products included amitriptyline, baclofen, clonazepam, cyanocobalamin (vitamin b12), eszopiclone (lunesta), ethinylestradiol;norethisterone (necon 10/11), fluoxetine hydrochloride (prozac), hydrochlorothiazide;triamterene (maxzide), ibuprofen, krill oil, lorazepam, mirtazapine, montelukast sodium (singulair), nicotinic acid (niacin), phentermine, sumatriptan (imitrex), temazepam, topiramate (topamax), trazodone and triamterene. In 2009, the patient experienced migraine ("migraines/headache") and loss of libido ("lack of sexual libido"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced back pain (seriousness criteria disability, medically significant and intervention required), pelvic pain ("pelvic pain") and arthralgia ("joint pain"). In (B)(6) 2010, the patient experienced the first episode of dyspareunia ("painful sexual intercourse"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced the second episode of dyspareunia ("dyspareunia"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingooopherectomy). At the time of the report, the back pain had not resolved and the pelvic pain, migraine, loss of libido, menorrhagia, vaginal hemorrhage, the last episode of dyspareunia, fatigue, weight increased, alopecia and arthralgia outcome was unknown. The reporter considered alopecia, arthralgia, back pain, fatigue, loss of libido, menorrhagia, migraine, pelvic pain, vaginal hemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs and mr received : events added- abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, joint pain, pelvic pain.reporter added, lot number added, patient demographic added, events onset date, events severity, concomitant drug, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.